Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed rash all over under the lifevest and was most severe under the electrodes where the patient would scratch until it bled. The patient was given a prescription from his physician for hydrocortisone cream. It was also reported that the patient had feces on him that may have contributed to the rash. The outcome of the irritation is not known, as follow up attempts were unsuccessful.